Event description:
On 15-jan-2026, it was reported by a facility representative via (B)(4) that an ar-13991n scorpion needle tip fell off and into the patient and the piece that fell into the patient remains inside the patient. This was discovered during an unspecified procedure. Additional information has been requested. Additional information provided 27-jan-2026: it was further reported that this occurred during a left shoulder arthroscopy, left rotator cuff repair procedure with a 15-minute delay and an additional 15mm of anesthesia administered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.